Event description:
Device was applied to tissue but would not open. The surgeon had to use both hands to forcibly open the jaws of the device and remove it. There were no reported adverse affects to the patient.